Event description:
It was reported by the patient that she was wearing her pod when she sought medical attention on (B)(6) 2025 due to diabetic ketoacidosis (dka) symptoms. The pod was removed upon arrival at the hospital. She was diagnosed with pancreatic cancer and possible dka and received treatment with steroids and chemotherapy during her twelve-day stay, discharged on (B)(6) 2025. The patient experienced a "transmitter not found" error after applying a new sensor. The agent walked her through entering the new sensor information on the controller, but the error persisted even after a power cycle and troubleshooting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.